Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (non functional ecgs) has been confirmed. Upon investigation the trunk cable was pulled from the strain relief, damaging wires within the cable.  The root cause for the strained cable was excessive force. No adverse events occurred from the damaged electrode belt.

Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.